Event description:
It was reported that the ventilator generated high pressure alarm, which caused o2 concentration low alarm. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. Based on technician statement, when changing pressure upper limit, lower than the measured value of peak pressure, o2 measured values dropped. No technical error or pre-use check failure indicating the malfunction of the ventilator was observed. Review of the device's logs confirms issue during ventilation. Airway pressure being too high is generated when the user set upper pressure limit is reached whereby the inspiration phase is terminated and goes over to expiration phase. Safety valve may open as well. The airway pressure high alarm and the termination of the inspiration phase, leads to that the patient not receiving the set volume and this may either be related to user settings not being optimal for the actual patient, or an increased expiratory resistance in the patient¿s breathing system. In the case when too high pressure is reached, it is needed to be released possibly fast, therefore for servo-air device the more sufficient way to make this happen is to stop the delivery of o2 than to stop the turbine, which delivers air. Hence, during expiration there is a short period when only air is delivered to the patient, which leads to occurrence of o2 concentration low alarm. As soon as inspiration starts the values of o2 concentration will be corrected. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The cause of the alarms has not been conclusively determined. The conclusion is that the difficulties may either be due to non-optimal user settings of the device for the actual patient or an increased expiratory resistance due to accessories in the patient circuit or leakage, but there was no technical malfunction of the ventilator.